Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer could not be determined. (B)(4).

Event description:
A nurse reported a dull blade came into contact with a patient during a cataract extraction procedure. Additional information provided indicated the surgeon expressed dissatisfaction with the incision as a result of the blade. There was no patient injury or harm reported. Additional information has been requested. This is the second of two medical device reports being filed for this facility.